Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead conductor fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported include specific clinical observation here, for example noise, high impedance measurements, and high capture threshold measurements was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient experienced ventricular fibrillation, which was treated appropriately with a shock and was successfully converted back to a normal rhythm. An interrogation of the device revealed a code 1005, indicating an open circuit condition, high, out of range pacing lead impedance (greater than 3,000 ohms), high, out of range shock impedance (greater than 200 ohms), noise and high capture thresholds of 7.5 / 2.0 ms. The patient was hospitalized, therapy was deactivated and the patient was scheduled for a system revision procedure. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) device, and right atrial (ra) lead were explanted. The right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service).a new device and new leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned, and analysis is pending. Once analysis is completed, a amended report will be submitted.

Event description:
It was reported that this patient experienced ventricular fibrillation, which was treated appropriately with a shock and was successfully converted back to a normal rhythm. An interrogation of the device revealed a code 1005, indicating an open circuit condition, high, out of range pacing lead impedance (greater than 3,000 ohms), high, out of range shock impedance (greater than 200 ohms) and high capture thresholds of 7.5 / 2.0 ms. The patient was hospitalized, therapy was deactivated and the patient was scheduled for a system revision procedure. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) device, and right atrial (ra) lead were explanted. The right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new device and new leads were implanted. No additional adverse patient effects were reported.